Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Customer treated low bg by setting a temporary lower basal rate. Reportedly, customer is working with healthcare provider to adjust basal settings and address bg.